Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5092-52 lead implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that during a port catheter placement procedure the patient's right atrial (ra) lead was potentially damaged. It was also noted there was lead noise on the atrial lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.